Event description:
A malfunction alarm with the code "malf 0" was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in completing the reset. The malfunction did not recur, and the customer continued using the pump as usual, with instructions to contact support if the issue returned.